Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cryo ablation procedure, a pericardial effusion occurred. The livewire decapolar catheter was advanced into the coronary sinus however could not be positioned past the coronary sinus ostium. The catheter was exchanged for a smaller non sjm catheter and was able to fully cannulate the coronary sinus and be positioned properly. The patient became tachycardic and an intracardiac echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.